Event description:
This device was explanted because there was noise on both channels, which was possible caused by electromagnetic interference. Both of the associated leads were tested and displayed no issues, so they were left implanted. This device was explanted and replaced.